Event description:
It was reported that guide wire detachment occurred. The target lesion was located in the tibial artery. A 300cm v-14¿ controlwire® guide wire was advanced to cross the lesion; however, during the procedure, it was noted that the end of the wire snapped off. The physician retrieved the wire from the body and took everything out. The physician then went back in with a journey guide wire and completed the procedure with a different wire. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).